Event description:
The patient reported passed away 2004, due to unknown causes. The device was explanted the next month, and stored in uknown conditions for over two years before an interrogation was performed. At this time, the device was found to be in hardware reset. The device was then returned for evaluation.